Event description:
It was reported that upon interrogation, the atrial lead exhibited undersensing. Isometrics could not reproduce the noise. The lead remained implanted and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.